Event description:
Info received indicates when the brakes were engaged the brake caster did not hold. The account found that the caster had an internal failure. The account replaced the brake caster and the brakes functioned properly.